Event description:
Reference MDR# 1036844-2009-00185 for the first event involving same pt. It was reported by clinician that a second kit was opened and being inserted. When the physician routinely broke the collar of the sheath and began to peel, the peel process diverted and left part of the sheath intact instead of completely peeling off. It was noted that the physician broke the collar of the sheath with a winged flap motion as described by the sales representative when questioned. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.